Event description:
It was reported that high impedance was detected, three times, during the patient's office visit. It was reported that the patient's lead impedance was within normal limits in (B)(6) of 2018. The patient was sent for x-rays and the physician did not indicate any obvious lead breaks or that the pin was not inserted fully. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had their lead replaced due to high impedance and their generator replaced prophylactically. The facility historically discards all explanted products, and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.